Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2025, under general anaesthesia.